Manufacturer narrative:
Manufacturer email (B)(6). As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse replaced the chiller and tested the laser. The laser console passed full functional and electrical safety testing. The product was analyzed by the vendor. Analysis by the vendor identified a controller board failure. The chiller was connected to the vendor tester and the tester did not recognize a connection, and an error was displayed. Based on the analysis results, the reported error message was confirmed as replacing the chiller resolved the issue. The chiller was likely damaged and is most likely the reason that caused the reported error message. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that error code 21 (failed to read file -system parameters) and 69 (embedded sw versions mismatch) occurred. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
D3 manufacturer email moshe.barenboym@bsci.com

Event description:
It was reported that error code 21 (failed to read file -system parameters) and 69 (embedded sw versions mismatch) occurred. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that error code 21 (failed to read file -system parameters) and 69 (embedded sw versions mismatch) occurred. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
D3 manufacturer email (B)(4). As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse replaced the chiller and tested the laser. The laser console passed full functional and electrical safety testing. Based on the analysis results, the reported error message was confirmed as replacing the chiller resolved the issue. The chiller was likely damaged and is most likely the reason that caused the reported error message. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.